Event description:
It was reported by the customer that their insulin pump had a priming anomaly. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Device received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.